Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Unable to locate the string from the piece inserted earlier. Concerned string might have remained inside her body - vagina [foreign body in reproductive tract]. Unable to locate the string from the piece inserted earlier. Concerned it might have remained insider her body - tampon [device breakage]. Case narrative: consumer reported via phone that she was unable to locate the tampon string for removal. No serious injury was reported.